Event description:
Staff training was being performed for new safety mechanism. Clinic did not normally utilize this type of safety. Safety mechanism would not slide easily over the tubing causing a clean needlestick injury with staff.